Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint the philips field service engineer (fse) analyzed the system onsite and confirmed that the system was not booting up. The customer confirmed that they had accidentally pressed the e-stop on the wall. Afterward, when the customer attempted to boot the system, it failed to start. The customer then involved local facilities to reset the main breaker. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the ups had tripped, preventing the system from booting up. To resolve the issue, fse reseated the ups according to the service manual instructions. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.